Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) is not functional and is requesting a new hard drive. Customer was to call back with a purchase order for a new hard drive but did not. No further information available about the device. Customer did not return the device for repair. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the device is returned for evaluation or new information is obtained.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) is not functional and is requesting a new hard drive.